Event description:
On (B)(6) 2011, the pt's mother reported, the pt was taken to the emergency room due to an infection caused by the infusion set cannula. The infection was noticed 36 hours after use. The pt received an ultrasound in the hospital. He was not admitted and was sent home with an oral antibiotic. No blood glucose issues were reported. The infusion set was requested to be returned for eval.